Event description:
The customer contact reported that the device delivered more than intended. The device was received with a report of, the pump was programmed to infuse rate 1,7ml/hr, but infused in 20ml/hr. No specific pt info, pump programming, or event details were provided. The customer contact reported the device was tested at the user facility with the reported programming and the device ran correctly. Multiple unsuccessful attempts have been made to obtain add'l info, including specific event details, pt outcome, and if any medical interventions were required.

Manufacturer narrative:
The device is expected to be received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.